Event description:
The customer reported that their pump battery would not charge, and although they followed the advice to switch wall outlets and leave the pump charging for 30 minutes, the problem persisted. There was no adverse impact to the customer's blood glucose level. Ultimately, the issue was resolved by using a different wall adapter with the charging cable, which allowed the pump to start charging. Technical support planned to send a replacement tandem wall adapter and charging cable for future use.